Event description:
It was reported that during a low anterior resection procedure, smoke reeked up and the tissue pad was detached off. As the tissue pad was retrieved, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Reporter alleged obtaining the results of 302 mg/dl and 132 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that he took his medications either before or after he tested. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.